Event description:
It was reported that during cleaning at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning at the user facility, the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported leaking of the device was confirmed by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance and returned to the manufacturer stock.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.